Event description:
The customer reported that during cine runs the system would time ut and power off. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.